Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that ¿nothing was wrong.¿ the patient was elderly and was confused. The event was determined to be ¿more of a cognitive issue.¿ the patient was re-educated. The event was considered ¿on going.¿ the patient was okay and had coverage. The patient still had some back pain, but the leg pain was taken care of.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer¿s representative (rep). An appointment was scheduled for (B)(6), 2014.

Event description:
It was reported that the patient¿s stimulation kept turning off. When stimulation was on it helped with her pain, but it would go off and her pain would return severely which started happening two days prior to the report. If she was sitting or lying it was o.k. But if she stood or walked she was in pain. It was noted she would feel stimulation then all of a sudden it would stop, which would happen regardless of what position she was in. It was noted the trial was wonderful but she hadn¿t gotten to that point with the implant yet. The patient had met with ¿(B)(6)¿ the day of the event and she made some changes to her device. It was reviewed that the device wouldn¿t turn off unless it was turned off with the patient programmer (pp), but the patient stated stimulation was just all of a sudden stopping. The patient didn¿t have adaptivestim enabled on her device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.